Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2007; 6947 implantable tachy lead (B)(6) 2002; 310c29 tissue 310c29 tissue valve (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Analysis of the device memory indicated atrial oversensing. Atrial noise/oversensing noted on egm printout, at/af episode 1779. Weekly impedance trend varies between 2000 / >2500 ohms and a nominal between 500 and 800 ohms since (B)(4)-2012. 1500 ohm weekly max in (B)(4)-2011.

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture near the proximal connector. There were episodes with evidence of noise and during interrogation, there was similar noise observed, especially with pocket/device manipulation. Also there had been high impedance but recent measurements were normal and stable. The threshold was 1.5 volts at 0.4 milliseconds through the device and 1 volt at 0.5 milliseconds on the analyzer. The ra lead was planned to be replaced during a routine device change out, but due to patient anatomy, it was decided to keep the ra lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.